Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed a detached header with notable scratches on the outer case indicative of excessive handling. The device was interrogated with no warning or error messages noted. A memory log review indicated that several high out of range right ventricular (rv) shock impedance values were observed; pacing impedances values unremarkable. Electrogram review was also indicative of noise on the rv lead with evidence of captured noise resulting in inappropriate shocking and inhibition of rv pacing. The header was then sent for additional testing at which time an x-ray confirmed the feed through wires appeared fractured. Detailed analysis revealed that the rv header wire(s) fractured due to fatigue. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
Boston scientific crm received information that due to inappropriate shocking with a non-bsc right ventricular lead, the physician elected to perform surgical revision intervention. During the procedure, it was reported that difficulty was encountered with device removal and consequently a surgical tool was used to aid in product explant. As a result, the device header was severed from the outer case. The procedure was completed with success implanting another non-bsc rv lead with a bsc device. The explanted device was returned for post market evaluation. No allegations against device function were communicated and no adverse patient effects reported.